Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was intermittently becoming less responsive and would become stuck. The customer stated a pin or a paper clip would be needed to pull the button back up. The customer's blood glucose level went up to 402 mg/dl and was addressed with manual injections. Reportedly, customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.